Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, implanted: (B)(6) 2012, product type: unknown. (B)(4).

Event description:
It was reported that there was a loss of efficacy, the device was reprogrammed three different times. There was an efficacy optimization. The outcome was missing. Additional information received reported the cause was the electrode was unstable in the post-implantation period.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had no pain.